Event description:
It was reported that a user experienced difficulty entering the number zero on the ilet user interface, and functionality resumed once the call connected; the agent guided a force restart and advised continued monitoring. Investigation included technical troubleshooting by phone. Further investigation of this case revealed normal function after restart and no reproducible failure reported. No symptoms included no reported clinical effects. Outcomes included no reported adverse events. It was concluded that the event was not confirmed and the device functioned as expected after a reboot. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.